Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate atrial tachy response (atr) due to far-field oversensing. Technical services (ts) was contacted, and ts discussed programming options. The crt-d and leads remain in service. No adverse patient effects were reported.